Event description:
It was reported that during a subtotal gastrectomy procedure after firing the device the manual release had to be used to open the device. Once open, the staples were bunched/jammed on top of each other. They reloaded the same device and attempted to fire it again. The same thing happened. They then switched to a another device, fired it and the same event occurred. The manual release had to be used to open the device. Once open, the staples were bunched/jammed on top of each other. The procedure was completed using harmonic. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis found that one sc60 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.